Manufacturer narrative:
G4: 07feb2020. B4: 14feb2020. During failure analysis, the backup battery created the charging led (light emitting diode) indicator to shut off and produced the "battery failed" diagnostic code. The root cause has not been determined and the backup battery will be evaluated further. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17mar2020. B4: 18mar2020. The customer confirmed the reported problem. The customer replaced the battery and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported a battery failure. There was no patient involvement.